Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to severe aortic insufficiency. Additional information was not provided.

Event description:
It was reported that the patient was admitted with hypotension, metabolic acidosis and an acute kidney injury (aki). The aki progressed to stage four chronic kidney disease and the patient developed worsened severe aortic regurgitation. The patient was put on continuous renal replacement therapy (crrt). An echocardiogram was performed that noticed moderate aortic sufficiency and regurgitation and that the patient's left ventricle was severely dilated. The patient passed away on (B)(6) 2022, due to the severe aortic insufficiency.

Manufacturer narrative:
Related MFR # 2916596-2023-00148 and MFR # 2916596-2023-00542. Manufacture¿s investigation conclusion: a direct correlation between the device and the reported events could not be conclusively established through this evaluation. The device reportedly operated as expected and the patient's outcome was not considered to be device-related. The device was not returned for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists renal dysfunction and death as adverse events which may be associated with the use of heartmate 3 lvas. Section 5, ¿surgical procedures,¿ warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the lvad will not be able to provide the intended flow. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.